Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
An ophthalmic surgeon reported that the backflow prevention valve did not function and caused irrigation to backflow into the air tubing during a vitrectomy procedure. The procedure was completed without product replacement. There was no report of patient harm. Additional information and product sample were requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The auto infusion manifold was cut and only 3.5 inches of the tubing was returned with the auto infusion valve (aiv) intact. In returned condition, there were water marks inside both the liquid and air infusion tubing. As a result, an auto infusion valve liquid leak test was performed to check for fluid ingress pass the aiv; no leakage was detected. The aiv functioned as it should. The customer's event could not be replicated. After evaluation of the returned sample, the root cause of the customer's complaint could not be established, the aiv functioned per specifications. With the information available, it could not be determined if the watermarks in the opened cut air line were due to exposure from customer handling and/or shipping. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).